Event description:
It was reported that during an open esophagectomy, it was found that one side of the staples were not deployed at the third firing during a triangle anastomosis of the esophagus and the gastric tube. The firing force was higher than expected. Also, the knife had a difficulty in being returned to the home position. Echelon 60 device was used to complete the case. There were no adverse consequences to the patient. The device was fired properly at the first and the second firing. The staples were formed as intended.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Wedge bypass. The analysis results found that the device was received in good visual condition and with a reload loaded on the device. The reload was noted to have a wedge band bypass as the left side was unfired and the right side was fully fired. In addition the reload was noted to be not properly loaded on the device as the right wedge was not in the wedge slot, but to the right outside of the reload, this is consistent with an improper loading technique. No testing could be performed due to the returned condition of the device. If the reloading instructions are not followed and the reload is loaded improperly into the channel of the device, the reload and device could become damaged. Insert the new reload by sliding it against the bottom of the reload jaw until it stops in the reload alignment slot. Snap the reload securely in place. The batch record was reviewed and no anomalies were noted during the manufacturing process.